Event description:
It was reported that pump displayed malfunction code 12 and could not be reset, with no notable events occurring before the malfunction and no information provided about the customer¿s blood glucose level. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, received instructions from technical support to place pump in storage mode, re-enter pump settings, reconnect continuous glucose monitor to replacement pump, and return malfunctioning pump using prepaid label within 10 days, and technical support arranged shipment of replacement pump after confirming shipping address.